Event description:
The pt contacted nephron pharmaceuticals corp regarding a product complaint associated with the ez breath atomizer on (B)(6) 2013. The pt reported that the atomizer failed to produce an aerosol mist. In addition, the pt added that she required medical treatment at the hospital. Multiple attempts were made to reach the customer via telephone and mail unsuccessfully. The investigated product for the enclosed medical device report is listed among the implicated lots for a nationwide recall initiated by the MFR (B)(4)., on (B)(4) 2013. The class 1 recall (z-1371-2013, z-1372-2013, z-1373-2013) was initiated after nephron pharmaceuticals corp, the importer, became aware of an increasing number of complaints associated with the possibility of a quarter-inch washer becoming dislodged from the ez breath atomizer. The impacted atomizer serial number ranges are: (B)(4).